Manufacturer narrative:
As part of our investigation of this report, olympus made multiple follow ups with the user facility by telephone and in writing in an attempt to gather additional information on the reported event; however, no additional information was obtained. The scope was returned to olympus for evaluation. The evaluation confirmed the reported device damage. A visual inspection was performed and found the entire bending section cover glue missing from the insertion tube causing the clear threads to be exposed. The missing bending section cover glue was not returned with the scope for evaluation. Due to the missing bending section glue, the scope failed leak testing. The scope was serviced and returned to the user facility. In addition, an olympus endoscopy support specialist visited the user facility on (B)(6) 2017 and provided a reprocessing in-service. No reprocessing deviations were noted. Based on the investigation findings, the cause of the reported event could not be determined; however, user handling and the operator¿s technique could not be ruled out as contributory factors to the reported event. The instruction manual for use states, ¿the probability of failure of the endoscope and ancillary equipment increases as the number of procedures performed and/or the total operating hours increase. In addition to the inspection before each procedure, the person in charge of medical equipment maintenance in each hospital should inspect the items specified in this manual periodically following regulations, guidelines, etc. Required of you. An endoscope with an observed irregularity should not be used, but should be inspected. If the irregularity is still observed after inspection, contact olympus. Do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient.¿

Event description:
Olympus was informed that during an unspecified procedure, the adhesive on the scope broke off inside the patient¿s trachea. No patient injury reported.